Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once the investigation results are available.

Event description:
Customer reported that a friend had a problem with their freestyle flash blood glucose meter which would not turn on when the button was pressed, nor when a strip was inserted in the port. The customer also added that since the patient was not able to test their blood sugar level they had to call the police and they ended up in the hospital where the patient was treated for severe hyperglycemia. According to the customer, the patient's blood sugar was 369 mg/dl, and at the hospital, they gave the patient "shots", but it was not explained what kind of shot it was. The patient experienced the following symptoms: "upset and felt funny" with a heart rate of 205 bpm.